Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe was chipped and broken. No serious injury or medical intervention was reported.

Event description:
It was reported that bd ultra-fine ii short needle insulin syringe was chipped and broken. No serious injury or medical intervention was reported.

Manufacturer narrative:
Customer returned (1) loose 1cc, 8mm syringe. Customer states that a part of the product was chipped. The returned syringe was examined and no defects were observed on the sample. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.